Manufacturer narrative:
The device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter transcatheter bioprosthetic valve, at 80% deployment the valve depth was 1/1 on the non-coronary cusp (ncc) and left coronary cusp (lcc). The coronary arteries were filling. The valve was deployed but the physicians felt the valve was under-expanded. As result, a post balloon aortic valvuloplasty (bav) with a 22 millimeter balloon was performed. The patient¿s condition decompensated, and angiograms revealed the coronaries were not filling. Surgery was planned to remove the valve but the patient died prior to the operation. The physicians felt that the cause of death was the occlusion of the right coronary artery possibly from calcium pushed into the right coronary from the bav or occlusion from the valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images for this event were provided to medtronic for review, the excerpt of the image sme review report follows: per the image review report, the valve looks correctly implanted. Based on the patient report, the evolut 26 was correctly selected and the sov mean diameter was above the recommended 27 mm (27.7 mm), same as for the height. The right and left leaflets look mildly calcified, and the non-coronary leaflet presented with moderate-severe calcifications. The valve, after the deployment, looks expanded but we don¿t have any other image that shows it from a different angulation. The 22 mm balloon selected is not appropriate per medtronic best practices. Based on medtronic best practices, medtronic do not rely on the valve size but on the annulus size. The balloon size for the first post dilatation attempt should have been no bigger than the minimum diameter of the annulus (19.7 mm), therefore a 19 mm balloon, if semi-compliant. In case there¿s still some pvl, the second attempt should consider the derived diameter of the native annulus (21.7 mm). The maximum balloon size allowed, in this case, should have been maximum 21 mm (semi-compliant) or 20 mm (non-compliant). Multiple factors can affect frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). As result, a post balloon aortic valvuloplasty (bav) with a 22 millimeter balloon was performed. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider all of the following factors when selecting the dilatation parameters to ensure patient safety: ¿ balloon model, ¿ balloon size, ¿ balloon position, ¿ inflation pressure, ¿ patient anatomy. The patient¿s condition decompensated, and angiograms revealed the coronaries were not filling. Per the device IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, surgery was planned to remove the valve but the patient died prior to the operation. Per the physician, it was reported that the occlusion of the right coronary artery was possibly from calcium pushed into the right coronary from the bav or occlusion from the valve. Based on the available information a conclusive cause could not be determined. As neither an autopsy nor an explant was reported, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, the physicians felt that the cause of death was the occlusion of the right coronary artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.